Event description:
It was reported that the patient underwent a revision procedure 1 year and 3 months post implantation due to pain, mild limp due to leg length discrepancy, stiffness, popping and grinding noise the patient was experiencing when walking making moving difficult. During the revision, thick capsule with posterior impingement of the trochanter on the pelvis was noted as well as a slightly retroverted acetabular cup. Trunnion found to be clean without significant damage. The acetabular cup, femoral head and polyethylene liner were removed and replaced. The surgeon was able to restore leg length. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00620205222 , item name shell porous with cluster holes 52 mm , lot # 62910365 00771101140, item name femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 lot # 65626149. 00625006525 item name bone scr 6.5x25 selftap lot # 66240769, 00625006525 item name bone scr 6.5x25 selftap lot # 66268595, 00877503602 item name bioloxâ® delta, ceramic femoral head lot # 3144586. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted,

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. The patient began experiencing pain, popping, and grinding with difficulty ambulating and a leg length discrepancy. The revision took place with impingement noted as well. All devices were explanted except for the stem. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.